Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the patient's right ventricular (rv) lead exhibited high pacing impedance measurements. The physician thought the patient may have been a twiddler. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.